Event description:
The device was implanted in a patient with an arachnoid cyst on may 21, 1998. A subcutaneous edema led to the device explantation on june 21, 1998. The user complained that the valve basal suture hole was torn and the connection between the valve and lumbar catheter was broken.